Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that an attempt was made to place the active fixation right ventricular (rv) lead. The lead was removed and replaced with a passive fixation lead due to placement difficulty. No patient complications have been reported as a result of this event.